Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018 the patient in room 658-1 experienced a critical event for which a nurse stated that the monitor failed to alarm. The customer found the patient unresponsive at 18:02. The reported death is being addressed in a related report against the central station (piic).

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.